Manufacturer narrative:
The patient was prescribed amoxicillin and pain medication loratab for treatment of the burn. The doctor has requested to hold the handpiece for potential legal reasons and will return the handpiece after a couple of months. It was stated to the doctor that a determination of why the handpiece overheated cannot be made until it is returned for evaluation. The doctor has received a replacement handpiece.

Event description:
A patient was burned on the cheek during a dental procedure when the handpiece overheated.